Event description:
Information received that the bed had no head up functions. No injury reported.

Manufacturer narrative:
Technician reported that the bed had no head up function. No alarms. Replaced the head up valve to resolve this issue.